Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. The instructions for use (IFU) states that damage to the valve assembly may occur if the inner catheter is withdrawn rapidly. In addition, the IFU instructs the user to insert the dilator into hemostasis valve and then follow normal accepted practice for vessel puncture, guidewire insertion, vessel dilator and hemostasis introducer use.

Event description:
During the procedure, the hemostasis valve was leaking blood. There were no adverse consequences due to the leak.